Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing extreme pain while sitting, walking, standing, pain in the lower back and inside of legs, pain in the pubic, urethral and labial area and inability to have intercourse. The patient reported that a vaginal exam is impossible. In 2017, the patient began to experience left sided pelvic pain, but an ultrasound showed no issues. In 2017 to 2018, the patient¿s pain increased and interferes with sleep and work. The patient is now experiencing bowel problems, slow urinary flow, constant sense of urgency and right sided pelvic pain. The device is still implanted and the patient is awaiting removal. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.